Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer received a questionable result from coaguchek xs plus meter serial number (B)(4) for 1 patient compared to an unknown laboratory method. The initial result from the meter was 4.1 inr. The result from an unknown laboratory method that was obtained more than 3 hours from the time of the meter result was 2.9 inr. The patient's therapeutic range was 2.5 - 3.5 inr. The erroneous result was reported to the patient's physician. There was no allegation of an adverse event. The customer's strips were requested for return. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots. Results of the most recent retention testing were inconspicuous. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
Date received by mfg was updated. Further information was provided and the correct become aware date should be 04-oct-2018.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.